Event description:
During an implantation procedure, this programmer repeatedly kept shutting off. The programmer did complete the case and the devices were successfully implanted; however, the programmer had to be rebooted several times. After the case, it was reported that an error message was seen upon restarting the programmer and patient files could not be opened.

Manufacturer narrative:
(B)(4), 2010. The files from the programmer are being evaluated. Evaluating files from the programmer.

Manufacturer narrative:
(B)(4), 2010. The files from the programmer are being evaluated. (B)(4), 2010 the programmer files were reviewed. The files revealed that the reported event resulted from a programmer software anomaly. The programmer should be upgraded to next version and no further action will be needed. No impact on device operations. (B)(4): evaluating files from the programmer.

Event description:
During an implantation procedure, this programmer repeatedly kept shutting off. The programmer did complete the case and the devices were successfully implanted; however, the programmer had to be rebooted several times. After the case, it was reported that an error message was seen upon restarting the programmer and patient files could not be opened.